Manufacturer narrative:
Follow-up #1 date of submission 06/30/2016 device evaluation: the pump has been returned and evaluated by product analysis on 06/14/2016 with the following findings: during testing, the pump casing was observed to be cracked; the pump failed a leak test due to this. The pump cover was opened and moisture corrosion was found in the pump. Unrelated to the complaint, the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 05/04/2016, the reporter contacted animas, alleging a casing issue. It was alleged that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.